Manufacturer narrative:
The reported issue of dim segments was confirmed on 31 out of 31 of the returned display boards. The customer returned 31 lvp display board assemblies in individual esd bags written with a serial number suspected to be the lvp it came from. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Logs were not provided or deemed necessary for this investigation. The returned display boards were tested using a test fixture attached to a cad pcu and by running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 31 out of 31 returned display board assemblies with dim segments. The root cause was determined to be a manufacturing issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported the (lvp) display board needs to be replaced due to dim segments. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the (lvp) display board needs to be replaced due to dim segments. There was no patient involvement.